Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, ess visit and the legal manufacturer investigation. On (B)(6) 2021 an endoscopy support specialist (ess) was dispatched to the customer¿s to perform a scope reprocessing and infection control in-service for the staff. The ess covered infection control information referenced in the user manual and reprocessing manual. The customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. The ess recommended that the customer contact the manufacturer of that equipment for proper use. The device was returned to the service center for evaluation. A visual inspection was performed on the received condition by using an olympus boroscope to inspect the channels. The instrument channel was inspected and noted a red stain outside the outer section of the distal end tip. The channel was further inspected and noted tear marks and kinks inside the channel from the bending section side. The control body channel was checked and found grayish stains. The suction channel was inspected and did not find any signs of kinks, stains, or any foreign material. A cosmo leak test was performed and confirmed the scope did not pass the leak test. The image was checked and the image is normal. The scope was purchased on (B)(6) 2005 and the last time the scope came in for service was (B)(6) 2019. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: positive culture test: since the result of culture test by the user was positive and inner wall of biopsy channel and distal end were coloring, the following causes were presumed. 1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. 2.occurrence of contamination during sampling for culture test. Foreign material exiting from channel: even though the detailed information on the foreign material was unknown, we confirmed by in-service by ess that brushing steps at the user facility deviated from IFU. We presume it caused the suggested event. Reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. It was confirmed that the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The device was returned to the service center and pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that scope cultured positive for an unspecified high concern organism after reprocessing. There was no report of patient involvement to patient infection.